Event description:
Surgeon alleged that navigation was approximately 3cm inaccurate during a surgery.

Manufacturer narrative:
Patient information unavailable at time of report but has been requested. System evaluation has not been performed at time this report was submitted, but has been requested.